Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, a piece of the insulation from the fenestrated bipolar forceps instrument broke off and fell inside the patient. On 09/25/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the surgeon attempted unsuccessfully to retrieve the instrument fragment that had fallen inside the patient. The surgical procedure was completed as planned and the instrument fragment was retained inside the patient. The size of the instrument fragment that allegedly fell inside the patient is unknown. No post-operative complications were reported based on the csa's knowledge.